Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for four patient samples tested for elecsys cortisol ii (cort) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The first sample (serum) initially resulted as 17.77 ug/dl and when repeated, it resulted as 63.44 ug/dl. The second sample (serum) initially resulted as 13.79 ug/dl. The sample was repeated twice, resulting as 14.12 ug/dl and 63.44 ug/dl. The third sample (serum) initially resulted as 32.4 ug/dl. The sample was repeated twice, resulting as 32.78 ug/dl and 60.65 ug/dl. The fourth sample (saliva) initially resulted as 0.054 ug/dl and when repeated, it resulted as 63.44 ug/dl. No adverse events were alleged to have occurred with the patients. The cort reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
For the first sample, the measurement of 63.44 ug/dl was performed on (B)(6) 2018 and was accompanied by a data flag. The measurement of 17.77 ug/dl was performed on (B)(6) 2018. For the second sample, the measurement of 63.44 ug/dl was performed on (B)(6) 2018 and was accompanied by a data flag. The measurement of 14.12 was performed on (B)(6) 2018. This sample was from a (B)(6) female patient. For the third sample, the measurement of 32.78 ug/dl was performed on (B)(6) 2018. This sample was from a (B)(6) female patient. For the fourth sample, the measurement of 0.054 ug/dl was performed on (B)(6) 2018. This sample was from a (B)(6) female patient. All sample were initially tested using the same reagent pack. No controls were run on the pack prior to use and the samples were the first samples being run with the reagent pack. As controls were within range on (B)(6) 2018, a general reagent issue can likely be excluded. The investigation was unable to find a definitive root cause.